Event description:
During follow-up, noise was observed on the right ventricular (rv) lead. Provocative testing was performed and noise was reproduced. The physician alleged rv lead damage, although it was not confirmed. No intervention was performed at this time. The patient was in stable condition.